Event description:
It was reported that the patient underwent revision of the acetabular liner and femoral head due to polyethylene wear.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. The devices were in vivo approximately 11.5 years. The operative report from when the head and liner were implanted was reviewed and did not note any complications. The revision notes reported polyethylene wear with early osteolysis of the superior acetabulum. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.